Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.  Unique identifier (UDI) # : (B)(4).

Event description:
While attempting to stop a micro-movement in axial direction for the first trajectory of an seeg, collision was detected and communication failure occurred. The surgeon believes the collision was due to force applied to the robot arm by the drill, but it may have been a collision between drill adaptor and patient's skin or skull. The cst re-initialized system, estimated time lost was approximately 5 minutes. The patient was in the room, under anesthesia, first incision was made.

Event description:
While attempting to stop a micro-movement in axial direction for the first trajectory of an seeg, collision was detected and communication failure occurred. The surgeon believes the collision was due to force applied to the robot arm by the drill, but it may have been a collision between drill adaptor and patient's skin or skull. The cst re-initialized system, estimated time lost was approximately 5 minutes.

Manufacturer narrative:
Unique identifier (UDI) # : (B)(4). It was reported that collision was detected and a communication failure occurred during the procedure. A DHR review and a complaint history review were performed and did identify 1 similar event within the past 6 months for the same device. A full analysis of data logs indicates that 3 collisions were detected. According to the complaint description these collisions may have been due to a collision between the drill adaptor and the patient skin or skull, but they did not provoke communication error or the shutdown of the device. A review of the IFU applicable for rosa brain device was performed and showed that the IFU provides indications concerning the vigilance device which permit to avoid collision. As the user should be able to release the pedal to avoid collisions the root cause identified for this 3 collisions are use errors. After the last collision, the user decided to stop the move. This action provoked the shutdown of the device. This is the normal behavior of the robot. Therefore there is no error, the device worked according to specification.